Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when patient was underwent bronchoscopic drainage and assisted ventilation by nasal endotracheal intubation, the package of the endotracheal intubation was opened and the airbag was found to be leaking. The endotracheal intubation was immediately replaced. The customer stated that incident was detected before the device was used. There was no patient injury.